Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that for the past few weeks, intermittent elevated ict results were generated on the architect c8000 system for patient samples that retested within the normal range. No incorrect results were reported out of the laboratory. No adverse impact to patient management was reported. The following examples were provided: sodium initial result of >200 mmol/l retested at 136.2 mmol/l, potassium initial result of 6.67 mmol/l retested at 4.10 mmol/l, chloride initial result of 131.6 mmol/l retested at 100.8 mmol/l. An abbott field service representative resolved the issue by performing cuvette cleaning.

Manufacturer narrative:
After significant troubleshooting was suggested, the customer requested service to address the issue. The abbott field service representative (fsr) cleaned the cuvettes and the issue was considered resolved. Therefore, the c8000 cuvette segments, list number 01g46-01 were considered the likely cause for the discrepant ict results generated at that time. An instrument service history for (B)(4) revealed no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data for the part associated with this complaint revealed no adverse trend or systemic issues associated with the c8000 cuvette segments, list number 01g46-01. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.